Event description:
It was reported that prior to implant the helix could not be fully retracted and could not be extended smoothly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.